Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient presented with l3 through l5 lumbar degenerative disc disease. The patient underwent the following procedur es: second stage of planned two-stage operative procedure, posterior l3 through l5 instrumented fusion with bmp (bone morphogenic protein), corticocancellous allograft, and demineralized bone matrix. As per the operative notes, ¿a strip of bmp (bone morphogenic protein) was placed in the inter-transverse position bilaterally between l3 and l4 as well as l4 and l5.¿ no intra-operative complications were reported.